Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a vessel dissection occurred. A clot was noted in the superficial femoral artery (sfa) before treatment, so a filterwireez was used to prevent embolus. The physician noted that the filterwire ez may have caused a vessel dissection in the distal sfa, but he was not sure. A non bsc stent did not advance well over the .014 filter-wire. Pre-dilation was also performed 2-3 times. It was noted that there were a lot of devices put in and out over the filter-wire and the physician thinks it may have moved the filter-wire back and forth a bit. After the procedure and removal of fliterwire ez there was a clot in the peroneal which was treated with angioplasty and "the thrombus and had ok run off". The dissection was also treated with angioplasty. The procedure was successfully completed and no further patient complications were reported.